Event description:
Reportable based on analysis completed on 23sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 100% totally occluded, 32x2.75mm target lesion containing a lesion bend of >=90 degree was located in the severely tortuous and a severely calcified left anterior descending artery (lad). A 2.75mm x 12mm liberté¿ bare metal stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Complainant address: (B)(6). Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds in two sections with stent; as received. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection presented a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).